Event description:
The customer reported that during use of the spectrum autopass suture passer needle with the spectrum suture passer in an arthroscopic shoulder rotator cuff repair, the tip of the needle broke off after eighteen deployments of the needle. As reported, the broken needle tip was easily retrieved from the surgical site and the procedure was completed using another like device. There was no surgical delay or injury to the patient as a result of the device tip breakage.

Manufacturer narrative:
Conmed received the broken spectrum autopass suture passer needle for evaluation. Visual inspection of the returned needle confirmed the reported breakage and noted that the broken tip portion was also returned. The breakage shows characteristics of excessive physical stress placed on the device. This device UDI # (B)(4) was manufactured on 21-apr-2015 in a lot of (B)(4) units with no discrepancies during the manufacturing process that could have caused or contributed to this issue. No similar complaints have been received for this item and lot number combination. A review of complaint history for the past two years shows there have been two previous similar complaints for this device. Use of this product is technique dependent and the risk analysis has been deemed acceptable per new product quality engineer monitoring. This needle shaft and blade are made of 96se508 super elastic nitinol. This material is routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To date, there has been no patient long term adverse effect reported resulting from this type of incident. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.